Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported during a procedure, the left ventricular (lv) lead was not able to be securely fixed within the device. After unsuccessful attempts to fix the lead on to the device, the physician elected to replace the lv lead. The patient was stable before, during and after the procedure.